Event description:
The customer reported the ventilator went vent inop while use on patient. The customer reported that there was no patient harm. The field service engineer (fse) evaluated the unit and found a vent inop data acquisition pcba adc reference failure. The (fse) reported the power management board was replaced and the reported problem was resolved. The unit passed all applicable testing.

Manufacturer narrative:
Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).